Event description:
The customer's husband called to report low blood glucose levels for the past day. The customer's most recent low blood glucose reading was 26 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The caller stated that she wore the insulin pump, during a CT scan a month ago, and the insulin pump has been acting up ever since. The caller stated that the insulin pump vibrates for no reason, and displays no alarms. The husband requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test due to an out of phase motor encoder signal. The insulin pump was monitored, and no unexpected vibration was noted.